Manufacturer narrative:
(B)(4). The incident device was returned for evaluation and tested satisfactorily. The jaws were not stuck shut. The knife was contained within the jaws and was not damaged. The knife webbing was not bent. The jaws opened and closed normally when the handle was activated. The knife extended and retracted normally when the trigger was activated. Covidien could not confirm the customer's report. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device jaws could not be opened. Additional questions have been asked to the surgeon and site contact. To date, no additional information has been obtained regarding the incident or device. There was no pt injury reported.